Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention for the patient's site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported being diagnosed with an infection which required medical intervention by a healthcare provider. The infection is being treated by antibiotic cream and pills. The pod was discarded and is not available for investigation. The pod was worn longer than 48 hours.